Event description:
It was reported that during the superion indirect decompression spacer implant procedure the patient seemed to bleed excessively. The physician was able to get the bleeding under control and proceeded to make an incision into the super spinous ligament. At that point, the physician had trouble controlling the excessive bleeding. Prior to the use of any superion instrument, the physician decided to abort the implant procedure. Cautery and flo seal were used to control the bleeding.